Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the main line fuses on the mobile view station (mvs) were blown. There was no patient present when this issue was identified.